Manufacturer narrative:
No patient information provided as no patient was involved in this concern. On 04/20/2017 a medtronic representative, following-up at the site, reported that in trouble-shooting, the reported issue showed up once. Inserted cdr, then computer automatically re-booted into application launcher screen. Performed several trials which ended with successful import of patient exams. Logs showed: guiframework: fatal io error. On software and instruments areas passed. Hardware test failed. Fatal io error - computer automatically re-booted during cdr read. Replacement computer returned to manufacturer, no replacement required. Return requested. Replacement hd drive shipped to site. No parts have been received by manufacturer for analysis. On 04/24/2017 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. No further issues have been reported.

Event description:
A medtronic representative received a report, from a site medtech department representative, that their navigation system monitor screen unexpectedly became black. No further details regarding this issue, or specifically when it occurred, were provided. There was no patient present when this issue was identified.

Manufacturer narrative:
The hard drive for the navigation system was returned to the manufacturer for analysis. The drive was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.